Event description:
The event is reported as: complaint description: the stapler jammed during use in the procedure. The event caused no harm to the pt. Another stapler was returned to continue the procedure. No pt injury reported.

Manufacturer narrative:
Visual exam of photo did not reveal any defect. No actual sample to evaluate. DHR review did not reveal any issues related to this complaint. From the photo the reported defect was not observed. The MFR will continue to monitor and trend related defect.